Event description:
On 09/11/2025 the user reported that the ilet touchscreen was unresponsive. Restart and firmware update attempts were unsuccessful. A replacement device was arranged the same day, and the user was instructed to sync logs before return. No health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.